Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to the motor encoder out of phase. They were unable to perform a displacement test due to the motion sensor test failure alarm. The insulin pump was received with a cracked case on the display window corners, a minor scratched lcd window, a cracked reservoir tube, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motion sensor test failure alarm on the insulin pump.